Manufacturer narrative:
Date of birth: (B)(6). Date of event is unknown, used the first date of the aware month.

Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event.